Event description:
It was reported that during an implant procedure, high impedance was noted when the left ventricular lead setscrew on the implantable cardioverter defibrillator (ICD) was tightened down. The setscrew was loosened and the lead was re- inserted into header block. The setscrew then completely "backed out of the header block." The physician inserted the setscrew back into the device and retested. High impedance and no capture were indicated. The ICD was explanted and a new device was chosen and tested within specifications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Visual inspection of the device indicated a damaged grommet. Concomitant product: 429688 lead; implanted: (B)(6) 2014. (B)(4).